Event description:
It was reported the patient heard beeping coming from the defibrillator, said she was not feeling well and short of breath. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.